Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. A cable was found to be loose creating tracking problems. The cable was made secure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 7700 was making poor images. There was no adverse patient involvement images. There was no patient information reported.